Event description:
It was reported to boston scientific corporation on (B)(4) 2014 that a flexiva laser fiber was used during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, an unknown issue with the laser fiber occurred inside the patient. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the connector. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). One flexiva 365 laser fiber was received for evaluation. Visual examination and examination under magnification of the returned laser fiber revealed that the exposed glass tip measured 3.0mm and appeared unused. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face. This indicated that the fiber was broken within the connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam was not visible exiting the distal tip. Given the event description of an unknown issue and the condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.